Event description:
It was reported the device looks to have been dropped. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd display and encoder flex are out of specification. Battery flex and heart lead flex are corroded. Battery contacts are compressed. Upper and lower cases are broken. Battery release, lead flex cover, and main printed circuit board are contaminated. Side bail covers, ring cover, two case screws, side bails, ring, and battery drawer are missing.